Event description:
Investigator assessed the previously reported stent thrombosis event approximately 4.5 months post index procedure as definitely related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4)

Event description:
A non mdt stent was used during the previously reported revasculariation of the rpl approx 9 months post index procedure. Approximately 18 months post index procedure the patient suffered a mi.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombosis). Conclusions: known inherent risk of procedure (thrombosis). (B)(4).

Event description:
A resolute integrity drug-eluting stent was implanted to the rpl during a revascularization procedure. Approximately 4 months later the patient suffered instent restenosis and underwent target vessel revascularization. A stent was implanted (brand name unknown). It is reported that approximately 12 months post index procedure the patient experienced unstable angina. The patient had an angiography one day later revealing stent thrombosis within the target vessel. Balloon angioplasty was carried out as treatment. Patient reported to have recovered with treatment. It was reported that 14 months post index procedure the patient experienced acute coronary syndrome. The patient had an angiography one day later revealing stent thrombosis within the target vessel. Balloon angioplasty was carried out as treatment. Patient reported to have recovered with treatment.

Event description:
Investigator assessed the previously reported stent thrombosis events 16 and 18 months post stent implantation to be definitely related to the study device.